Event description:
The manufacturer received an allegation that the device's power test failed. During the evaluation of the device at the manufacturer's service center, an error code related to a failure of the internal battery was observed. The device's internal battery was replaced to address the issue.